Event description:
It was reported by the dealer that one red, two green lights are showing on the unit. Dealer states one part replaced on last repair for the customer ran for only 25 hours. Same problem as last repair, dated (B)(6) 2014 (B)(4); rental unit, no patient ID. No patient injury reported, no additional information provided.